Event description:
Contact reports that the pt had pain three months post-op following shoulder surgery. Dr re-scoped and found that two of the mitek cufftack anchor heads were floating in the subacromial space. The fragments were removed and thrown away. Fragments were not returned to mitek for eval.